Manufacturer narrative:
The reason for this instrument failure complaint was due to the tip of the drill breaking upon drilling the screw hole for the cup. The drill bit was not returned therefore the reported event could not be confirmed, part of the drill bit was left in the patient. This event occurred during surgery near the patient. There was another suitable device available. The incident did not cause a delay in surgery. Surgery was completed as intended. There was no risk or adverse event reported and the instrument was inspected prior to surgery and was found to be acceptable. The lot number or revision level were not reported, therefore this instrument could not be linked to a specific device history record (DHR) or the actual date of manufacture could not be determined with confidence. Complaint database review showed previous complaints but there were no indications that this instrument has a design or material deficiency. The summary of complaints is as follows: 1- functional, 7- dull/worn, 2- bent, 12- broke/cracked/damaged, 5- blank. This event is attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction or issue.

Event description:
Instrument failure - upon drilling the screw hole for the cup, the tip of the drill broke.